Event description:
It was reported that the patient presented for routine follow up. After review of device longevity, premature battery depletion was observed. No further information is available.

Event description:
New information received notes that the diagnosis of premature battery depletion was caused by an inaccurate battery longevity estimate by the device. The device did not exhibit premature battery depletion.